Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was use error, tidal total ultra-filtration (uf) removal was set too low. If any additional information is received, a follow-up will be sent. Additional information: the device catalog number is 5c4474.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 00:30:49. During night drain cycle eight, the patient's ultrafiltration reading was 1171ml, indicating the home patient (hp) drained 946ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A 510k number will not be provided in the emdr, because the product is unknown at this time. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.